Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The medical images are pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported that approximately three years post port placement during port access the needle dug into the skin and the skin turned black, eroded and infection occurred. The port was removed and antibiotics were given. A new port was placed at a later time.